Manufacturer narrative:
Updated data: b5. Added second paragraph d3. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted deployment of a transcatheter valve, the delivery catheter system (dcs) was unable to advance through the right common iliac artery (cia). Subsequently, a percutaneous transluminal angioplasty (pta) was performed using a 6 mm non-medtronic (shockwave) balloon from the proximal right external iliac artery (eia) to the proximal right cia; however, the dcs still could not advance and was withdrawn. It was noted that there was an unknown capsule buckle/bend/fold during the attempted deployment. A new valve and dcs were then loaded, and a pta with an 8 mm non-medtronic balloon was performed on the right cia. The new system was successfully advanced and to complete the procedure. It was noted that a 10 minute procedural delay occurred in result of this event. No patient complications have been reported as a result of this event. Additional information was received indicating that the damage to the dcs occurred during advancement. Multiple "buckled rings" were observed that appeared accordion-like.

Event description:
It was reported that during the attempted deployment of a transcatheter valve, the delivery catheter system (dcs) was unable to advance through the right common iliac artery (cia). Subsequently, a percutaneous transluminal angioplasty (pta) was performed using a 6 mm non-medtronic balloon from the proximal right external iliac artery (eia) to the proximal right cia; however, the dcs still could not advance and was withdrawn. It was noted that there was an unknown capsule buckle/bend/fold during the attempted deployment. A new valve and dcs were then loaded, and a pta with an 8 mm non-medtronic balloon was performed on the right cia. The new system was successfully advanced and to complete the procedure. It was noted that a 10 minute procedural delay occurred in result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.